Manufacturer narrative:
Follow-up #1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture in the display. The pump case was observed to be cracked near the top right corner of display. The up arrow, down arrow and ok keypad buttons were found to be unresponsive during testing. The keypad was removed and no damage was found to the button contacts, however, there was moisture damage found on keypad flex connector. The pump case was opened and moisture damage was found throughout the inside of the case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was reportedly no damage visible to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.